Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received, the suspect component. And performed a failure investigation. He reported, complaint was confirmed, through the events log and duplicated, during functional check. Pt801 (exhalation pressure transducer) has failed. The main board and blender were replaced. The unit was tested and working to specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the unit was not functioning due to the exhalation flow transducer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the unit was alarming xdcr fault and was also having blender issues. There was no patient involved in this event.